Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary number 3 was appearing several times when the user tried to refill and load. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 19-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device involved in this incident it was determined that the number 3 appeared several times while refilling medications in location 7b and during refilling and loading medications in location 4a. A technical support specialist applied a keyboard patch updated the device configuration settings and confirmed updated drivers. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es number 3 was apperaring several times when the user tried to refill and load the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.